Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient faced diabetic ketoacidosis due to infusion set tubing issue event on (B)(6) 2025. It was reported that the tube was broken. The blood glucose level was over 500 mg/dl and the patient was treated with correction bolus via pump. The patient was tested with moderate ketones. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: the complaint (B)(4) has been evaluated. The lot 6008338 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instructions (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code tubing is damaged (e.g., kinked, deformed, twisted, collapsed, or pinched). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot has been requested. Test results: visual test according to with wi version 3 test on reference samples, 10 samples out 10 samples passed the test. Functional air flow test 1 according to wi version 2 test on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6008338 was manufactured according to the document version 116 manufactured in the line 1, on 05/aug/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related process had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. Trending: a query was run in database on 27/mar/2025 against malfunction code tubing is damaged (e.g., kinked, deformed, twisted, collapsed, or pinched) and lot 6008338 and no more complaint have been registered in database for the same lot 6008338 and malfunction code. Conclusion summary of the related event. As a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. No further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.